Event description:
The account alleged that the left had siderail would not latch in the up position due to the switch for the composer system being broken and obstructing the latching mechanism on the siderail.

Manufacturer narrative:
Repairs have not been completed.